Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d3. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "system error 345 - thermistor disparity alarms" was not reproduced. A review of the event history log (ehl) revealed "system error 345" messages. Testing of the device found the downstream thermistor out of specification which was determined as cause for the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.